Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022 device analysis performed on the returned ipg revealed a high sleep current of 60.66 ma and a low vh resistance of 1.74 ohms which indicated an electrical short with the application-specific integrated circuit (asic). Additionally, the ipg was unable to be charged after three four-hour cycles. This is typical of exposure to high voltage transients, high current sources and high rf energy. A labeling review confirmed that external defibrillation may turn stimulation off or may cause permanent damage to the device if used in close proximity, as documented in the IFU. Therefore, based on objective evidence from the field, engineers concluded that the the defibrillation that was performed on the patient was likely an unintended error that caused the reported event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation, difficulty charging the implantable pulse generator (ipg), and the remote control would no longer communicate with the ipg. The physician assessed that the ipg became damaged due to defibrillation performed on the patient. Therefore, the patient underwent an ipg revision procedure during which the ipg was explanted and replaced. The patient was recovering as expected postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation, difficulty charging the implantable pulse generator (ipg), and the remote control would no longer communicate with the ipg. The physician assessed that the ipg became damaged due to defibrillation performed on the patient. Therefore, the patient underwent an ipg revision procedure during which the ipg was explanted and replaced. The patient was recovering as expected postoperatively.